Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2015 with the following findings: a review of the pump¿s black box data revealed pump reboots. The battery compartment was cracked, and the returned battery cap had damaged threads. The returned battery cap was unable to secure onto the pump, and was unable to maintain an electrical connection with the pump. The power loss was duplicated with the returned battery cap, and a test cap was used to complete the investigation. The pump was exercised for 24 hours with the test cap, with no power interruptions or duplicated alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. It was reported that the yellow o-ring at the battery cap was visible at the time of power interruption, and that the battery cap had never been replaced. It was also alleged that the battery cap was unable to fully secure onto the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.